Event description:
Boston scientific received information that this implantable defibrillation lead was attempted at implant. High out of range shock impedance measurements were observed when this lead was connected to the device. This lead was not used and a different lead was implanted. High out of range measurements were again observed. A new device was used with the second lead and acceptable measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements confirmed the high out of range shock impedance measurements. Microscopic inspections found the distal high voltage cable was fractured at the proximal side of the yoke stake block, causing the high out of range measurements observed. The damage to the lead was consistent with force being applied to pull the lead and then letting go.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.